Manufacturer narrative:
The device was returned for evaluation. We found that one jaw is broken off the distal end of the instrument and the main shaft is bent. Damage to instrument is consistent with wear of long use and/or stress overload.

Event description:
Allegedly, during a robotics case, one jaw of the instrument broke off into patient; the doctor retrieved the piece and went on to complete procedure. The hospital reported no injury to the patient.